Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient receiving unknown morphine (8mg/ml at 1.36mg/day) via an implantable pump. The indications for use was unknown. It was reported that since the patient had the device implant, it had been uncomfortable to lean or lay against. The patient stated they can't lay on their right side at all and as result had difficulty sleeping. The patient was taken to the operating room for a planned pocket revision. The physician opened up the existing pocket and removed the pump. The pocket was revised to allow the pump to be implanted deeper within the subcutaneous tissue. After placing the pump into the pocket, the physician performed a catheter aspiration with a positive return of cerebrospinal fluid. The incisions were irrigated and closed. A priming bolus was programmed to replace the medication aspirated from the catheter. The settings/bolus were confirmed by the physician. The issue was resolved at the time of the report.